Event description:
Tap. It was reported that 129 days after implantation of a 3.0x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca) in a previously stented area. A pre-intervention in-stent restenosis of 70% with timi-ii flow was reported. It was not reported that the lesion was pre-dilated. A 3.0x12mm taxus drug eluting stent was deployed in the region of the lesion "with excellent result." A post-intervention stenosis percentage was not reported. The patient reportedly "left the lab in good condition." The patient presented 129 days after the initial procedure with "recurrent symptoms consistent with unstable angina" and an eccentric 75% mid in-stent restenosis. It was not reported that the lesion was predilated. A 3.0x24 mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The patient received heparin during the procedure. No information was reported concerning patient complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation. Therefore, a failure analysis is not available and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.